Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, but it was not received.

Event description:
Related manufacturer number: 1627487-2022-04668. It was reported the patient experienced ineffective therapy with her drg system after multiple falls. Reprogramming did not resolve the issue. Lead diagnostics indicated marginally low impedances on two contacts. X-ray imaging confirmed leads in the epidural space. As a result, surgical intervention may occur at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates a drg revision procedure occurred wherein one lead was explanted and replaced to address the issue. It is unknown which one was replaced therefore both are being reported.